Event description:
During the scheduled visit of dr (B)(6), he was shown by a (B)(4) customer (dr (B)(6)) two fibers which were not successfully stripped and two used fibers with brownish discoloration at their ends. He was told that these fibers got thermally altered during endo venous laser therapy with (B)(4) sp dynamis nd:yag laser model m021-4af/3 s/n (B)(4). No damage to the treated patients was observed. The suspect fibers are manufactured and ce marked by the manufacturer leoni fibertech (B)(4). (B)(4) distributes these fibers as consumable accessories to its nd:yag laser devices. Thermal alteration of the fiber ends is not a normal outcome of the laser endo-vascular procedure. Even though no harm to the patient was observed, fiber over heating could potentially harm a patient during future treatments. Therefore a decision was made to investigate this fiber malfunction in order to determine whether it was caused by a malfunction of the laser, the fiber or by the user error.

Manufacturer narrative:
Inspection of the subject laser device (B)(4) sp dynamis model m021-4af/3 s/n (B)(4) showed that the laser device operated correctly as intended. Inspection of unused fibers ftir 600t-3/sn-(B)(4) (manufactured by leoni fibertech) from the same lot no, 12182198 as the suspect fibers showed that the fibers functioned correctly as intended. The conclusion of the investigation is that the observed thermal alteration of the fiber was caused by the user who did not perform fiber re-processing correctly (user error). A review of the manufacturer's (leoni fibertech) operating manual do.-number: breft001e, rev. 006, showed that the instructions in this manual are correct and describe all the necessary steps for reprocessing and checking of the reusable fibers. However, no warning is provided to the user to make the user aware that incorrect reprocessing may result in overheating of the fiber which may cause harm to the patient. List of actions taken by (B)(4) is as follows: attach to the fiber manufacturer's manual additional (B)(4) supplemental notes with appropriate warnings. Issue a field safety notice containing information on additional warnings. Inform the fiber manufacturer.